Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to anticipated hip surgery and history of protein s deficiency, coagulopathic, blood clots, deep vein thrombosis (dvt), and pulmonary embolism. During implantation of the ivc filter via right common femoral vein, the optease filter was placed at the level of l4. Position was confirmed and no complications were noted. According to the information received in the patient profile form (ppf), approximately on or about ten years and three months post implantation of the ivc filter the patient became aware of the alleged events and reports to have filter embedded in wall of the ivc, and the device unable to be retrieved. Approximately on or about two months and six days post implantation, there was an attempted but unsuccessful percutaneous removal procedure of the filter. As reported the patient had placement of a optease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter was an anticipated hip surgery and history of protein s deficiency, coagulopathic, blood clots, deep vein thrombosis (dvt), and pulmonary embolism. During implantation, the optease filter was placed at the level of l4. Position was confirmed and no complications were noted. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to failed removal attempt due to embedment of the filter. Per the patient profile form (ppf), the patient reports the filter embedded in wall of the ivc, and the device unable to be retrieved. Approximately on or about two months and six days post implantation, there was an attempted but unsuccessful percutaneous removal procedure of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to failed removal attempt due to embedment of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events and the length of time in situ has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to failed removal attempt due to embedment of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.